Event description:
It was reported that post-paced t-wave oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, the device was electively upgraded to resolve the event. The patient was in stable condition.